Event description:
Reportedly, an error message displayed and the tablet did not turn on anymore, despite the removal of the battery that repeated the operation several times.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the battery level of the returned smarttouch tablet was found empty. After being charged, the reported behavior could not be reproduced as normal functioning of the tablet was observed. - since no further details were provided regarding the tablet error message, no further investigation could be performed. However, it should be noted that analysis of expertise files showed no evidence of the reported issue. - the subject smarttouch tablet followed the normal repair workflow of repair (including a re-ghost to its initial configuration) and was sent back to the field.